Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found that the dispenser was misaligned during the replacement of the photometer lamp assembly the day before. The instrument was recalibrated, tested without further problem and returned to service.